Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no photos or physical samples received for investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition. Based on all available information, the root cause could not be determined. If a sample is received at a later date, the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the anti-reflux valve was being inserted into a nasogastric tube and snapping at the middle of the valve.